Event description:
Updated summary: customer reported having a low and being disoriented and shaky. No treatment was mentioned for being disoriented and shaking. Paramedics were called and they took him to the emergency room at around 7am. Customer was given dextrose 50 (not insulin drip to treat the low). Customer declined further troubleshooting. Pump was used at the time of the low per carelink. Smartguard was used the time of the low per carelink. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia was treated with an IV insulin drip (intravenous insulin infusion) and was admitted to emergency room. Customer also had experience like shaking and disorientation was treated in emergency room. The event involved products mmt-1884l, unk_reservoir, and unomedical. Troubleshooting was performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for an unknown reservoir. No product return is required for unomedical.